Manufacturer narrative:
The account found that with only battery power the issue goes away and also when the left side rail is isolated. The advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The pm will help to reduce downtime due to excessive wear failures. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).